Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating it was determined the lead had perforated the heart wall.

Manufacturer narrative:
(B)(4). This lead has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room after experiencing syncope. The patient is pacer dependent and loss of capture for three beats was noted. Interrogation found rv threshold measurements had increased. Additionally, an x-ray was performed and it appeared the lead may have migrated. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.